Event description:
It was reported that 8 of the bd luer-lok¿ sterile, single use syringes had mold discovered in them before use.

Manufacturer narrative:
Investigation: five 5ml ll syringes in fully sealed blister packs confirmed to be from batch # 8267575 (p/n 309646) were received and evaluated. It was observed that there was loose greenish foreign matter present in each of the packages. The fm appears to be grease and is on the barrel walls, the flange and the tip was well as on the webs on the packaging. In all cases the fm is outside the fluid path and is larger than level 3 in size in which is rejectable per product specification. Three representative 5ml ll syringes from batch 8267575, catalog # 309646 with visual foreign matter were tested for the presence of mold contamination by the bd canaan microlab. Each syringe was swabbed under aseptic conditions. Swab samples were taken from the location on each syringe with visual contamination and streaked to sabouraud dextrose agar(sda). Swab samples were also taken from the inside bottom web of each syringe package where visual foreign matter was present. The sda agar plates were incubated in the incubator for 7 days. Sda was selected for use during this investigation because it is commonly used for the cultivation of yeast and mold. The sda agar plates were examined for growth on the 7th day of incubation. No visual evidence of growth was present on any of the agar plates. Since no evidence of mold growth was observed on any of the agar plates, mold contamination may be ruled out as the contaminant of the three (3), bd 5ml luer-loktm syringes of lot#8267575, catalog # 309646 sampled during this investigation. Ftir test: using fourier transform infrared (ftir) spectroscopy and optical microscopy this study aimed to identify foreign material found on a 5ml luer lok syringe (lot# 8267575) we retrieved the material from the barrel surface using a tungsten needle then transferred to a slide for ftir spectroscopy. We collected an ftir spectrum and based on spectral library searches we conclude the fm is composed of silicone containing hydrocarbon lubricant. Production records from batch 8267575 show that repairs were made to bottom web cylinders during the time of production. The cylinders are used to guide the bottom web in the packaging process. Additionally, the grease found on syringes from batch 8267575 matches with the grease type used in machine parts at packaging to prevent excessive wear and equipment failure. Potential root cause for the foreign matter defect ¿grease¿ is associated with the packaging process. Grease is used to lubricate the bearings inside the cylinders which make direct contact to the bottom web. It is possible that during the repair, the outer portion of the cylinder was exposed to grease and not cleaned properly. This led to an isolated incident of contaminated bottom web that then contaminated the outside of the syringe.

Manufacturer narrative:
Correction: a medwatch report was received via email. The following information has been updated: e.4. FDA notified?: yes.

Event description:
It was reported that 8 of the bd luer-lok¿ sterile, single use syringes had mold discovered in them before use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 of the bd luer-lok¿ sterile, single use syringes had mold discovered in them before use.